Event description:
It was reported that a physician implanted a resolute integrity rapid exchange (rx) stent in the lad of a patient, and post dilated with a nc balloon with no issues noted. The lesion was predilated before stent implant. Less than 24 hours post implantation of the stent, the patient presented with stent thrombosis. The stent thrombosis was treated with another brand stent. No other clinical sequelae was reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent thrombosis). Evaluation: conclusion: no conclusion can be drawn (root cause of the reported event cannot be determined). (B)(4)